Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review testing/inspection four photos were received for evaluation. Stained tube was detected in photo 2, photo 3 and photo 4. One (1) sample was returned for evaluation. The sample was received in unused conditions without original package. The returned samples were visually inspected at 12 to 16 inches and normal conditions of illumination. Based on the analysis conducted in the sample provided, stained tube failure mode was confirmed. The root cause of the reported event, according to procedure the occurrence of this failure condition could be caused by: cleanliness not followed properly. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure by quality engineer on 16/dec/2021.

Event description:
It was reported that during the pre-use check, a stain was found on the tube lumen. No patient injury was reported.